Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Visual inspection of the device notes a bend in the internal spring and there are multiple cuts to the outer sheath. The DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product has been received and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted upon completion.

Event description:
It was reported that during instrument inspection before sterilization, the flexible drill shaft was found to be broken. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.